Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of phenomenon in which no image was outputted was due to a failure of the quantum board. The underlying cause was not specified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer poor image quality while using high definition lcd monitor. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the device failed to output dvi out images due to failure of the printed circuit board. The report is being submitted due to failed circuit board found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and black and white images occurred due to a poor sdi terminal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.